Manufacturer narrative:
(B)(4) peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure when the device was being pulled into place through the stoma, the pullwire tip detached from the peg tube. The procedure was completed with another endovive safety peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the device found it to have separated at the transition. A blue pull wire was attached to the pullwire tip wire loop. The inner ring remained inside the silicone tubing and outer ring have no issue. The connector end of the pullwire tip had been broken into 2 pieces with a portion remaining inside the inner ring. During the evaluation, the tubing was cut to expose the inner ring. An examination of the connector found it to have been broken off with a portion inside the inner ring. The threads found whitish discoloration indicating stress and the threads were broken and pulled outward. An examination of the connector found it to have failed while undergoing torsional and/ or bending forces. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated during placement. Based on all gathered information, the most probable root cause is ¿operational context¿. A DHR (device history record) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure when the device was being pulled into place through the stoma, the pullwire tip detached from the peg tube. The procedure was completed with another endovive safety peg kit pull method. There were no patient complications reported as a result of this event.